Event description:
A (B)(6) male pt contacted zoll customer support to report continual adjust belt/check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon eval, the trunk cable was found to be intermittent at the connector. The root cause for the intermittent connection cannot be positively identified but was likely the result of excessive force to the connector. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.